Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified and the cause of foreign material remaining in the device could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed according to the instructions for use (IFU). The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, dents, deformation, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the mouthpiece was loose due to rotation stress of the water supply connector when attached to the scope connector. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the adhesive of the bending section cover had a chip due to chemical or physical stress. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. Also, due to a dent on the bending tube, the bending angle in the up direction exceeded the standard value. It was observed that the suction cylinder was shaved with a cleaning brush due to a handling issue. As a result of the shaved suction cylinder, the suction volume did not meet the standard value. It was also observed that the adhesive around the objective lens was peeled. It was observed that the objective lens and the control unit had discoloration due to chemical stress. It was also observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. It was observed that the scope cover plate was detached due to physical stress caused by handling. It was also observed that the image had white dots due to damage on the charge-coupled device unit. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, connecting tube, scope connector cover, scope connector, universal cord, image guide protector, flexibility adjustment ring, grip, connecting tube, switch 1, lock engagement lever, lock engagement knob, up and down knob, right and left knob, control unit and on the switch box. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed there was no delay in the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer flushes the air and water nozzle with detergent solution. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lusera colonovideoscope connection between the water tank and the scope is bent. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.